Event description:
During or setup and product inspection it was noted that there was a small hair noted to be inside the package. The instrument was not used and there was no patient in the room.device #1is this a laboratory device or laboratory test?no.